Event description:
The customer reported the device had a broken case and handle. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced handle lt, front case, rear case, barrel clamp, tube drive, holder top disk, and iui connectors. Performed pm, and calibration. A review of the device history record showed the device had a manufacture date of 11/09/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the handle. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced handle lt, front case, rear case, barrel clamp, tube drive, holder top disk, and iui connectors. Performed pm, and calibration. A review of the device history record showed the device had a manufacture date of 11/09/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the handle. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for rear case. CAPA # (B)(4) for iui.

Event description:
The customer reported the device had a broken case and handle. No patient involvement.